Event description:
The procedure was coil embolization for internal iliac artery prior to stent grafting that was mildly calcified and heavily tortuous. During the procedure, the orbit (B)(4) (637cf0515/15504744, complaint product) would not be detached at the green zone using an unspecified dcs syringe ii. It is unknown if the physician attempted the alternative detachment. And during that time, the coil unraveled into the unspecified microcatheter(progreat/terumo, type unknown). Therefore, the entire orbit was safely removed from the patient and was replaced for a new one (lot unknown), which could be detached without any difficulties. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. It is unknown how many coils were placed in the target lesion during the procedure. It is also unknown both the dcs syringe ii and the microcatheter were replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available

Manufacturer narrative:
The orbit coil ((B)(4)) could not be detached when the unspecified dcs syringe ii ((B)(4)) was pressurized to the green zone. It is unknown the alternative detachment method was attempted. During that time, the coil unraveled into the progreat/terumo microcatheter (specifics unknown). Therefore the entire orbit system was safely removed from the patient and replaced for a new one (lot unknown). This next coil was able to be detached without any difficulties and the procedure was completed without any further issues. There was no patient injury/complication reported. It is unknown how many coils were placed in the target lesion during the procedure. It is also unknown if the dcs syringe ii or microcatheter were replaced. The procedure was an internal iliac artery coil embolization prior to stent grafting. There was mild calcification with heavy tortuosity. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages other than noted were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. A review of the manufacturing documentation associated with lot 15504744 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection test. The final assembly inspection was reviewed and no anomalies were noted. It was reported that it is not known if the syringe was pressurized to the red zone after it did not detach in the green zone as is outlined in the IFU. This procedural factor may have contributed to the event; however, without the return of the devices for analysis no conclusion can be made. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.